Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, unexpected restart, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call unexpected restart was found. Blood glucose was unknown. Troubleshooting was performed. Customer reported that pump error was reoccurring again. Customer also stated that there was crack in insulin pump and customer was hard to read the insulin pump. Low battery alert was found. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.